Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: a visual examination of the returned device identified that the proximal edge of the stent was damaged. One stent strut was lifted at the proximal edge and additional struts were misaligned at this area of the stent. No issues were noted with the profiles of the tip and balloon. The outer shaft was kinked at 19.1cm proximal to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on 26 sep 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A 12 x 2.25mm taxus liberté sds was advanced but unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed proximal stent damage.